Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Additional devices listed in this report: catalog: 6570-0-436 description: delta v-40 ceramic head 36/-2,5 lot: 59959205; catalog: 540-11-54f description: trident psl ha solid back 54mm lot: 59316602; catalog: 6721-0435 description: size 4 accolade ii 127 deg lot: 59739503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, a supplemental report will be filled. Not returned.

Event description:
Patient called and stated that he had a left hip replacement on (B)(6) 2017. Patient stated that he started experiencing continuous pain on or about (B)(6) 2017. Update as per v/m from patient (B)(6) 2018: patient reported swollen feet, his legs are different lengths and broken pelvis.

Event description:
Patient called and stated that he had a left hip replacement on (B)(6) 2017. Patient stated that he started experiencing continuous pain on or about (B)(6) 2017. Update as per v/m from patient (B)(6) 2018: patient reported swollen feet, his legs are different lengths and broken pelvis.

Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. A review by a clinical consultant confirmed pain. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the reported device remains implanted. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: patient underwent an uneventful pressfit left tha through a standard anterior approach on (B)(6) 2017. Approximately 6 weeks after surgery he developed pain in his left groin after some lifting. An MRI was obtained which demonstrated a nondisplaced fracture of his left superior ramus. There was no bony change around the tha and it remained apparently well fixed. Around the same 6 week point postoperatively he also developed swelling in his left foot. An MRI of the foot was obtained which showed first mtp bursitis. He was still experiencing some left groin pain but was ambulating independently. The bursitis in his foot was being addressed separately by a podiatrist. Clinically and radiographically his tha appeared to be doing well. The fracture was felt to have healed uneventfully and the patients residual pain was felt to be related to weakness caused by disuse after his fracture. His leg length discrepancy was thought to be secondary to relative shortening of the contralateral right leg secondary to varus malalignment and flexion contracture in the right knee. A tka was recommended. No harm was identified. The pain the patient is experiencing is related to disuse atrophy of the left hip musculature brought on by an unrelated left sided pubic ramus fracture. Foot swelling was caused by first mtp bursitis and the patient had this bilaterally. The leg length discrepancy was secondary to relative shortening of the contralateral right leg secondary to varus malalignment and flexion contracture in the contralateral right knee. There is no evidence for defect in the implants or their manufacture. Further discussion with clinician indicated: the pubic ramus fracture is remotely located from the bony columns supporting the acetabular cup and would not be considered a periprosthetic fracture. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: a review of the provided information by a clinical consultant confirmed the event as well as the root cause. Clinical review noted the following. No harm was identified. The pain the patient is experiencing is related to disuse atrophy of the left hip musculature brought on by an unrelated left sided pubic ramus fracture. Foot swelling was caused by first mtp bursitis and the patient had this bilaterally. The leg length discrepancy was secondary to relative shortening of the contralateral right leg secondary to varus malalignment and flexion contracture in the contralateral right knee. There is no evidence for defect in the implants or their manufacture. Further discussion with clinician indicated: the pubic ramus fracture is remotely located from the bony columns supporting the acetabular cup and would not be considered a periprosthetic fracture. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.